Event description:
Country of complaint: (B)(6). After inserting the set screw surgeon tried to tighten the screw with the torque driver. He felt normal until he almost reached the 2.8nm. Then he lost the torque strength and the set screw snapped. As a result the set screw lied in the tulip and one thread is out and one. The surgery delay was more than 15 minutes to exchange the screws.

Manufacturer narrative:
Evaluation of the device is on-going at the manufacturing site.